Event description:
During thrombectomy of arteriovenous graft, a choice pt ms 185 wire broke off within the radial artery resulting in a retained foreign body. The wire was retrieved using a snare wire.